Event description:
Approximately 9 weeks postoperatively, the pt presented with a pre-existing, persistent type 2 endoleak from the ima. The physician inserted a wire between the vessel wall and the excluder bifurcated endoprosthesis trunk-ipsilateral device and injected 2500 cc's of thrombin, sealing the leaking vessel (ima). The pt was fine at the end of the procedure. No allegation of deficiency was made regarding the excluder devices in this case.